Event description:
It was reported that the core impaction drill heated up during a case. A back-up device was used to complete the case with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered in the bearings, driveshaft, and housing.